Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. It was reported that the delivery wire within a retracta detachable embolization coil from an unknown lot broke after deploying the coil and while removing the wire. This incident was reported by university medical ctr, in the united states. No adverse effects were reported. A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, and quality control, were conducted during the investigation. The complainant did not return the complaint device for investigation; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Sufficient controls are in place to detect this failure mode prior to release. The risks of this device are acceptable when weighed against the benefits. A review of the device history record (DHR) could not be completed due to lack of lot information from the user facility. A search of all lots sold to the customer in the date range 01jan2016 ¿ 12nov2019 found 10 potential lots that could be the affected reported lot. A nonconformance search on the 10 potential lots found no nonconformances relevant to the reported failure mode, and a data base search for complaints on the potential lots found no additional complaints from the field reported for a similar failure. Due to this information, there is no evidence suggesting that nonconforming product from the affected lot exists in house or in the field. The product IFU provides the following information to the user related to the reported failure mode: ¿6. Under fluoroscopic visualization, slowly advance the delivery wire until the entire length of the coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length. Note: do not turn the delivery wire counterclockwise during advancement; the coil may be unintentionally detached. 8. If the coil position is correct, use the torque device to turn the delivery wire counterclockwise 8-10 times, until coil detachment can be either felt or visualized under fluoroscopy.¿ it is possible that the junction was past the catheter tip, causing the coil to entangle during attempted deployment and elongated while retracting, but this cannot be confirmed at this time. Based on the information provided, no inspection of returned product and the results of the investigation, it was concluded that a component failure without manufacturing or design deficiency contributed to this incident. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Date of event: sometime "last week" received 26sep2019. PMA/510(k) #: k151676. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of a retracta detachable embolization coil for an unknown procedure. The operator noticed "when he went to pull the deploying wire out, the wire broke." Additional information regarding the event and patient outcome has been requested but is currently unavailable.